Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be the breakdown of column f. The belt hitting caused damage and bending to the column f screws and resulted in breakdown after repeated use. The system was operated heavily for approximately 2 years without proper maintenance. The affected belt and column f was replaced and the system was repaired and returned to the customer. Siemens will take an additional action by including a chapter regarding belt status and column f checks within the maintenance instructions.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom emotion 16 system. A customer reported the gantry motor was blocked during examination. Initial investigation has determined that a previously reported belt loose event [2240869-2016-03155] resulted in deformation of the colum f screws. There was no impact to the state of health of any patient involved.